Event description:
Healthcare professional reported a suspected blood to water leak. The unit was not changed out during case. The hcp did not notice the leak until after the case was completed. There was no injury to the patient.